Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. The lot had expired as of the date of evaluation; therefore, no further evaluation will be conducted at this time. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plastic ppt molecular diagnostics tube had an edta manufacturer label and did not have the gel barrier inside. No injury or medical intervention reported.

Manufacturer narrative:
The initial MDR did not contain any reference to a device history review that is required for reportable events. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.